Event description:
As reported, a very strong resistance was felt during insertion of a 6f exoseal vascular closure device (vcd). Therefore, the device and sheath were "combined", but hemostasis was not achieved properly after the vcd was removed from the patient¿s body. Manual compression was performed for 20 minutes for hemostasis. The vcd was used after coronary angiogram using a retrograde approach. The vcd was used with a 6f avanti sheath. Excess force was applied during insertion. The device was removed before attempting to deploy the plug, when it was found that the sheath was broken and they stopped using it. The device was stored in the appropriate cabinet in accordance with the IFU. The device was prepped and used according to the IFU. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was strong resistance as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was rotated 180 degrees before trying to re-advance the exoseal vcd. The device was returned for evaluation. Addendum: on preliminary product evaluation findings, it is seen that the concomitant sheath returned with the device is ruptured. Per the product evaluation, the sheath appears to have been perforated/ punctured by the exoseal device.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18115100 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a very strong resistance was felt during insertion of a 6f exoseal vascular closure device (vcd). Therefore, the device and sheath were "combined", but hemostasis was not achieved properly after the vcd was removed from the patient¿s body. Manual compression was performed for 20 minutes for hemostasis. The vcd was used after coronary angiogram using a retrograde approach. The vcd was used with a 6f avanti sheath. Excess force was applied during insertion. The device was removed before attempting to deploy the plug, when it was found that the sheath was broken and they stopped using it. The device was stored in the appropriate cabinet in accordance with the IFU. The device was prepped and used according to the IFU. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was strong resistance as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was rotated 180 degrees before trying to re-advance the exoseal vcd. The device was returned for evaluation. Addendum: on preliminary product evaluation findings, it is seen that the concomitant sheath returned with the device is ruptured. Per the product evaluation, the sheath appears to have been perforated/ punctured by the exoseal device.

Manufacturer narrative:
As reported, a very strong resistance was felt during insertion of a 6f exoseal vascular closure device (vcd). Therefore, the device and sheath were "combined", but hemostasis was not achieved properly after the vcd was removed from the patient¿s body. Manual compression was performed for 20 minutes for hemostasis. The vcd was used after coronary angiogram using a retrograde approach with a 6f avanti sheath. Excess force was applied during insertion. The device was removed before attempting to deploy the plug, when it was found that the sheath was broken and they stopped using it. The device was stored in the appropriate cabinet in accordance with the IFU. The device was prepped and used according to the IFU. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of exoseal vcd and has used the device several times prior to this procedure. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was strong resistance as the exoseal vcd was advanced through the sheath. The sheath was not kinked or bent. The vascular sheath introducer was rotated 180 degrees before trying to re-advance the exoseal vcd. A non-sterile unit of ¿exoseal vasc. Clos.dev.f6¿ was received inside of a plastic bag, one catheter sheath introducer (csi) cordis was included, the shaft of the exoseal vcd was puncturing/perforating through the cannula of the sheath. Per visual analysis of the exoseal vcd, the deployment lever was fully depressed; indicator window was received black/white/red color; plug was fully deployed, and it was not included in the shipment; cowling guard was received unlocked; back bleed port is at the deployed position; indicator wire was retracted; and the device was blood-saturated. No other outstanding details were noticed. Dimensional analysis was performed to verify the correct delivery shaft outer diameter (od). Measurements were taken at three places and results were found to be within specification. Per functional analysis, a csi lab sample of the proper french size was used in order to perform the insertion/withdrawal process. The delivery shaft was inserted into the lab sample csi, and the vcd locked properly onto the csi as expected with no resistance or other anomaly noticed. A product history record (phr) review of lot 18115100 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd)-impeded perforated sheath¿ and ¿cannula puncture/cut - in patient¿ was confirmed through analysis of the returned devices. However, the exact cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and product analysis, procedural/handling factors (excess force was applied during insertion) and the condition of the procedural sheath likely contributed to the perforation of the avanti + sheath with the exoseal vcd since functional analysis of the exoseal showed no issues during insertion into the lab sample csi, and damages evidenced by sem analysis showing signs of external scratches at the area of the puncture. These types of damages are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratches on the external surface could have led to the punctured condition found on the received device. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿the vascular sheath introducer and/or exoseal¿ vcd should not be advanced or withdrawn when resistance is met without first determining the cause by fluoroscopic examination. Using excessive force to advance or torque the exoseal¿ vcd may lead to arterial damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and arterial repair¿ also the IFU states, ¿orient the exoseal vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees). Caution: if resistance is felt during delivery shaft insertion, do not apply excess force; instead, retract the delivery shaft slightly, rotate the vascular sheath introducer 180°, and try to readvance the delivery shaft. If resistance is still present, discontinue the use of the exoseal vcd.¿ controls are in place to verify the products conditions; and the si avanti+ 6f std w/gw no obt devices are inspected 100% before leaving the facility. Neither the phr reviews nor the product analyses suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.